Event description:
The customer reported via phone call that the insulin pump alarmed motor error as well as motor position encoder error. The customer explained that the alarm occurred when inserting the reservoir after rewinding the insulin pump. The customer's blood glucose was 5.4 mmol/l. The customer confirmed that the insulin pump was not bumped, dropped or exposed to any strong magnetic field. The customer was advised that they had to disconnect from the insulin pump and revert to a back-up plan per healthcare provider's instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to verify e70 alarm in the alarm history due to history file over written. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.